Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to undersensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were performed. The device will continue to be monitored. There were no patient consequences.